Event description:
On (B)(6) 2010, the pt was implanted with an scs trial system. On (B)(6) 2010, the pt's trial leads were explanted due to infection at the lead insertion site. Cultures were taken and showed a staph infection. The pt was treated with IV vancomycin. The doctor believes that the infection was pre-existing due to the pt's very high white blood count.

Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the products have not been returned so no analysis was able to be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.